Event description:
(B)(6) / I am a 56-year-old disabled woman living in greece. I purchased an indeelift ppu-s human floor lift on (B)(6) 2024 for 1,338.27 eur directly from indeelift s.l. Spain. The device is marketed for disabled patients to self-lift from the floor after falls. Purchase: (B)(6) 2026 from indeelift s.l. Spain. Manufacturer: indeelift llc, USA. Purpose: I have severe mobility disability and purchased this specifically for safety when falling. The problem: the device failed immediately and repeatedly. It cannot lift my weight. It is completely unfit for purpose. This is a class I medical device that fails its essential function. Resulting harm: 1. Two documented falls occurred while I was awaiting manufacturer support. 2. One fall resulted in physical injury. I required medical attention. 3. During one incident, I remained stranded on the floor for 30+ minutes, unable to get up, until a third party found me and assisted. This caused extreme physical pain and psychological trauma. 4. I now live in fear of falling because the device I bought for safety does not work. Manufacturer misconduct: on (B)(6) 2024 I reported the failure to ceo (B)(4). His written response was "I can't" and he refused warranty service. This is a direct refusal to honor the mandatory 2-year EU warranty expiring 20/06/2026. On (B)(6) 2026 I sent a formal legal notice via email to the company giving 24-hour deadline to resolve. They received it but chose complete silence. No response to date 31/05/2026. Ongoing risk: the defective device remains in my home. I am at daily risk of falls with no functional lift. The company refuses replacement with the correct model hfl-400-d which would lift me, and refuses refund. This is abandonment of a disabled patient by a medical device manufacturer. I have filed a complaint with the greek ombudsman, reference (B)(6), dated 31/05/2026. This device is dangerous. The company's conduct violates EU consumer law and basic patient safety standards. Immediate FDA investigation requested. Additional product details: manufacturer: indeelift llc, 100 commercial st suite 101, pleasanton, ca 94566, USA model: ppu-s purchased: (B)(6) 2024 from indeelift s.l. Spain for 1,338.27 eur serial number: (B)(6) device type: class I medical device - patient lift warranty: 2-year EU mandatory warranty, expires 20/06/2026.